Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03453. It was reported one of the patient's scs leads had migrated and had wrapped around the ipg site. The patient underwent surgical intervention and the physician replaced both of the patient's scs leads. The patient reported receiving effective stimulation therapy postoperative.